Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: you must enter your transmitter ID correctly into your pump to receive sensor glucose readings.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Reportedly, the customer entered the transmitter ID number incorrectly. It was reported that the customer was hospitalized due to experiencing diabetic ketoacidosis (dka) and a blood glucose (bg) level of 818 mg/dl. Healthcare provider identified dka as dangerous. A correction bolus was delivered to address bg prior to hospitalization. Customer was treated with IV and fluids of saline and insulin. Customer was released from the hospital on (B)(6) 2021 with no permanent damage. Tandem technical support resolved the loss of connection by having customer input correct transmitter ID.